Event description:
A malfunction on the pump was reported by the caller, with no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level as readings did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resolving the malfunction. The customer was able to continue using the pump without further issues and was advised to call back if the malfunction code recurred.